Manufacturer narrative:
The MFR did not receive the affected device, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Should add'l info become available an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported by pt's counsel that his client rec'd a durom hip generic (exact device name not reported). The date of the implantation was not provided. The pt is currently being monitored for reasons unk.